Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level ranged from 111 mg/dl to 321 mg/dl which was addressed by delivering a bolus. Reportedly, the customer will continue to use the pump for insulin therapy.